Event description:
On (B)(4) 2013 the lay user/patient contacted lifescan to report the one touch delica lancing device had a cocking control issue. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2012 the patient noted an issue with cocking the lancing device in order to fire it; he was unable to obtain a blood sample for glucose testing. The patient took no actions due to this lancing device issue. The patient managed his diabetes with oral medications and diet/exercise. Two weeks afterwards the patient experienced the symptom of blurred vision; he did not seek any medical attention or treatment. Troubleshooting revealed this was a new, out-of-the-box, lancing device, there had been no misuse of the product and the patient's lancets were correct. The issue was not resolved. The lancing device was replaced. The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the lancing device involved in this case has passed all testing with no faults found. Product analysis determined the reported lancing device was functioning appropriately. However, as the patient allegedly suffered symptoms suggesting severe injury after the product issue occurred, this complaint is being reported.

Manufacturer narrative:
The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the lancing device involved in this case has passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. Gender: not provided. Date of event: (B)(6) 2012.